Manufacturer narrative:
Correction: b1 product problem selected.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that optics is not clear. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The examination of the returned product revealed a bent shaft. Imaging is not complete due to a twisted lens cartridge. The distal end is mechanically damaged. The distal solder joint is chemically corroded. The information provided by the customer" optics cloudy" can be confirmed. A clear impairment of the imaging can be determined during the examination. The image appears clearly out of focus and predominantly blurred. On closer inspection, a displaced and twisted lens cartridge can be seen. This is also responsible for the impaired imaging. Mechanical damage can be seen at the distal end, which may have been caused by an impact / shock it is likely that the lens cartridge has become detached and led to the impaired imaging. There is also a bent shaft, and the distal solder seam is chemically attacked. The damage found is not due to a manufacturing defect but may have been caused during clinical use / clinical reprocessing. This is an isolated case. The event is filed under internal karl storz complaint ID: (B)(4).